Event description:
It was reported that during a hip labial repair surgery it was found that the handle of the probe was overheated and scalding, as well as slight smoke/steam was observed. Finally, a backup device was used to complete the surgery.

Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for the probe overheating. A visual inspection was performed and showed the probe has been used in the field. The insulation on the side of the electrode is peeled back. This would cause fluid to enter the probe and cause it to overheat. The insulation is peeled due to contact with another source. No manufacturing related defects were observed.